Event description:
It was reported that bd alaris smartsite low sorbing secondary set separated from the spike. The following was information was provided by the initial reporter with the verbatim: issue- the tubbing pulled apart from the spike. Was issue being described noted before, or during used? Before use. Was there any patient involvement? No. Was there any medical intervention due to this event? No. What procedure was being performed? Prep for chemo infusion. What medication was used in the procedure? Tubing separated before any contact with medication. Was there any leakage occurred? No.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 22-aug-2023 h.6. Investigation summary: the customer reported the tubing pulled apart at the spike, and returned the used sample. The sample verified the complaint of separation. The root cause is traced to the assembly process applying insufficient solvent to the connection. The manufacturing site has a corrective and preventative action plan in place for drip chamber separations of this type on this material. The address is under surveillance for continued failure rates. Device history record review for model 10014881 lot number 22119317 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris smartsite low sorbing secondary set separated from the spike. The following was information was provided by the initial reporter with the verbatim: issue- the tubbing pulled apart from the spike. - was issue being described noted before, or during used? Before use - was there any patient involvement? No - was there any medical intervention due to this event? No - what procedure was being performed? Prep for chemo infusion - what medication was used in the procedure? Tubing separated before any contact with medication - was there any leakage occurred? No.